Event description:
Someone could die. Make them use screw top caps on their vials of strips! Lifescan makes onetoch ultrasmart glucose monitoring test strips. Lot#2638903, exp. 11/07. The box contained two vials of 25 strips each. One vial was bad, giving readings about 130 mg/dl higher than the accurate value. Lifescan said that strips could and do "go bad" after three months of being opened due to moisture, etc. Strips from both vials were tested using control solution. One vial was good and one vial was bad - 130 mg/dl high. Both vials came from the same taped box opened and used immediately. Control range 105-140 mg/dl. This is a lifescan mfg problem. Probably has to do with closing the lid on the vial tightly enough during packaging. Get them to fix the problem. Someone could die. If your blood sugar tests higher than your desired 90-130 mg/dl range, you take more insulin to lower it. Eventually, the blood sugar drops so low that delirium or a coma could occur. Driving a car anyone? My sugar low was very severe, but I had access to orange juice to bring my sugar back up. I was lucky. Do you want the bad/good test strips or should I return them to lifescan?